Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor, movement disorders, and dystonia. It was reported that 3 hours following going through a security screener at the airport, the patient gradually felt very disoriented. The patient confirmed that the stimulation was on and the settings appeared the same. The patient took a nap and reported that he felt much better afterwards. The issue was reported to have occurred (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.